Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that there was a battery performance alert (bpa) noted during interrogation due to premature battery depletion. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of battery performance alert (bpa) was confirmed. Further investigation revealed that bpa was falsely triggered. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.